Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) and hydromorphone at unknown concentration/doses via an implantable pump for non-malignant pain. It was reported that the patient had an magnetic resonance imaging (MRI) last monday and the pump did not alarm. Patient stated they delivered a bolus after the MRI but did not check for alerts until connecting with the personal therapy manager (ptm) a 2-3 times and the ptm indicated the pump was stalled. Patient claimed the ptm indicated stalled still hours after the MRI, despite no pump alarm.